Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the pads were damaged during opening/removal of packaging. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The report of the compression sensor being stuck to the back of the chest electrodes was confirmed from the picture provided. However, it cannot be determined how the compression sensor became stuck to the electrode. The pads have not been returned for evaluation. Similar event data was reviewed with no other circumstances identified. No emerging trend based on similar reports